Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported the co2 high pressure tube has leaked. The grey cable looked frozen where the leak had come out. The veterinary procedure was aborted. No information about the aborted procedure available.due to the information about the aborted procedure.

Manufacturer narrative:
Additional information was received for event date in b3 and b5 for description summary. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
Additional information: routine lap spay: placed the two ports, suspended the r ovarie, partially cauterised the plexus and got to cutting off the uterine horn off. No concerns with gas up until this point, then encountered issues with the gas cylinder, popping sound heard once only, then hissing sound- multiple staff members tried to fix it. Changed gas cylinder but problem continued to present itself. Procedure aborted, patient well on recovery. Operation continued on the 30th after it had been fixed.

Manufacturer narrative:
The product was not returned to karl storz tuttlingen. It was tested on site by a service technician. The investigation of the product was completed on 2024-nov-29. The hose connection was tested and reported fault could be confirmed. The washer found to be compressed and requiring replacement. A spare washer was still attached to the hose. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information was added for d4 lot number zp01 and d9 product was returned on december 11,2024. No changes regarding the investigation results the event is filed under internal karl storz complaint ID:(B)(4).